Event description:
Pt on intra-aortic balloon following open heart surgery. Alarm sounded on balloon pump and when nurse checked the balloon, blood found to be backed up in tubing. Balloon clamped and removed by surgeon.